Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: state of implant: tn. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), tooth disorder ("dental probs"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/prob") and feeling abnormal ("brain fog was so bad") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (hysterectomy- full, salpingectomy- bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, psychological trauma and feeling abnormal outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, fatigue, tooth disorder, alopecia, hormone level abnormal, migraine, headache, nausea, nervous system disorder and neoplasm had resolved. The reporter considered feeling abnormal to be unrelated to essure. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, migration, bladder probs., urinary probs., bladder infect., vaginal infect., vaginal discharge, fatigue, other, dental probs., hair loss, hormonal changes, migraines, headaches, nausea,neuro condit/prob, tumors. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. New event brain fog was so bad was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: state of implant: (B)(6). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), tooth disorder ("dental probs"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("neuro condit/prob") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (hysterectomy- full, salpingectomy- bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, fatigue, tooth disorder, alopecia, hormone level abnormal, migraine, headache, nausea, nervous system disorder and neoplasm had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: received treatment for dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, migration, bladder probs., urinary probs., bladder infect., vaginal infect., vaginal discharge, fatigue, other, dental probs., hair loss, hormonal changes, migraines, headaches, nausea,neuro condit/prob, tumors. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) results: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case become incident previously added injury nos was replaced with dyspareunia and new events: dysmenorrhea, pelvic pain, abdominal pain, menorrhagia,psych injury, migration,bladder probs., urinary probs., bladder infect., vaginal infect., vaginal discharge, fatigue, , dental probs., hair loss, hormonal changes, migraines, headaches, nausea, neurological condit/problem, tumors were added. Lab data was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.